Event description:
Customer stated pump will not keep real time and clock date during testing.

Manufacturer narrative:
Investigation found ec 45 in pump history which caused date and time to reset. New pump software was installed. Reference recall number z-1870-2011.